Event description:
Pt had repeated episodes of rear syncope and was noted to have a subclavian crush of the ventricular lead. She also had intermittent episodes of asystole related to an oversensitive pacemaker. Generator and all leads removed and replaced. Lead 5024. Fx at 1st rib/clavical.